Event description:
It was reported that the piston on the pump was damaged and did not fully retract, and a cartridge could not be loaded onto the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.